Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged tes) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the front therapy electrode was creased and there was an open pulse wire inside the cable connecting ECG a and front te. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/29/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device had damaged therapy electrodes.